Event description:
The report stated that during a laparoscopically assisted hysterectomy and enterosis of adhesions, arcing injuries were observed to the iliac artery. It was necessary to call in a vascular surgeon to repair the injury. The pt has recovered.

Manufacturer narrative:
The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.